Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A4.0mm x12mm nc emerge® balloon catheter was advanced for dilatation. During inflation, the balloon ruptured under nominal pressure. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.